Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Physical unused samples from the same batch are necessary for leakage testing. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective action are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked past the stopper and contained air bubbles during blood draw. The following information was provided by the initial reporter: "it was reported that bubbles were forming in the barrel and there was a leak past the stopper. Event description per attached email states: complaint: when obtaining a sample the user is experiencing bubbles forming in the collection barrel. Also noted is leaking past the black stopper into the free space where the pulley is, therefore the sample is being lost my knowledge of this event is that in this lot# 0127001, that the problem occurred frequently with a large number of syringes(actual number unknown, none retained). Replaced with an alternate lot(lot number unknown), it reoccurred with the same bubble issue. In speaking with the lab supervisor, it was noted that the occurrence within this subsequent lot, was intermittent and not as frequent, but present. Since our conversation earlier, I received another lot#(lot# 0077521) that is the most recently used that is causing the same issues."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked past the stopper and contained air bubbles during blood draw. The following information was provided by the initial reporter: "it was reported that bubbles were forming in the barrel and there was a leak past the stopper. Event description per attached email states: complaint: when obtaining a sample the user is experiencing bubbles forming in the collection barrel. Also noted is leaking past the black stopper into the free space where the pulley is, therefore the sample is being lost my knowledge of this event is that in this lot# 0127001, that the problem occurred frequently with a large number of syringes(actual number unknown, none retained). Replaced with an alternate lot(lot number unknown), it reoccurred with the same bubble issue. In speaking with the lab supervisor, it was noted that the occurrence within this subsequent lot, was intermittent and not as frequent, but present. Since our conversation earlier, I received another lot#(lot# 0077521) that is the most recently used that is causing the same issues."